Event description:
During implant procedure, the insulation of the right ventricular (rv) was damaged while removing the helix locking tool. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of suspected insulation damage was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection of the lead did not find any anomalies. The lead was able to be fully inserted and removed into the helix locking tool without any difficulties.